Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first installed by the customer on (B)(6) 2010 and performed self-tests up to (B)(6) 2014. Temperatures are recorded below the recommended minimum standby temperature. The device failed self-tests due to a low battery between (B)(6) 2014. The device remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between (B)(6) 2016 and (B)(6) 2016. Self-test failures are recorded with nonsensical durations during this time. There was no information recorded in the technical log as the memory was full prior to these being recorded. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuations were observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.